Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.4. Hardware: iphone17.5. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod between 4 and 24 hours. The adhesive completely separated from the infusion site (arm), causing the cannula to dislodge. As treatment, a new pod was applied.

Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. No damages or deficiencies were observed that would contribute to a cannula dislodge. The cause of the reported cannula dislodge event could not be determined. The pod was received with the adhesive pad attached to the bottom housing of the pod and the adhesive welds were observed to be intact. The cause of the reported failure to adhere event could not be determined. The pod data showed no alarms, timeouts, or drive stalls that would indicate that there was an issue with insulin delivery. During fluid path testing, the fluid had no issues traveling the complete fluid path and no leaks were found. No problem was found regarding the reported leaking during wear event. The exposed soft cannula was observed to be kinked. The exact time and cause of the soft cannula damage could not be determined.